Event description:
Per field clinical specialist, approximately two years and ten months post implant of a 23mm sapien 3 ultra, the transcatheter heart valve ''failed'' due to stenosis and a valve in valve procedure was performed. Patient was stable throughout and tolerated the valve in valve procedure well and peak/mean gradients post implant were 0. It was noted that patient is on dialysis. Per additional information, patient experienced shortness of breath.

Manufacturer narrative:
Valve remains implanted. Investigation is ongoing. H3 other text : no indication of valve explant.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for post implantation stenosis was unable to be confirmed due to unavailability of medical records provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An existing technical summary captures the root cause analysis for complaints evaluated for bioprosthesis valve dysfunction presenting as stenosis/increased gradient as a result from calcium deposits and/or thickened valve tissue. The technical summary outlines the manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. As reported, ''approximately 2ys 10m post implant of a 23mm sapien 3 ultra, the transcatheter heart valve failed due to stenosis'' and ''it was noted that patient is on dialysis''. As such, available information suggests that patient factors (hemodialysis) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective nor preventative actions (pra) are required.